Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the feeling like being struck by an electric eel happens when the frequency/amplitude are turned up. The sensation only happens if they forget to turn down stimulator at night and they are lying on their back. It resolved when they reset the numbers on charger back to lower numbers. The steps taken to resolve the issue is turning down the device numbers. The issue is resolved when they remember to turn stimulation down at night.

Manufacturer narrative:
B3 event date not provided. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that when they lay down, they feel like they are being struck by an electric eel. Patient mentioned every time they have their stimulation up in the high numbers, like in the 4s versus the 3s, and they are sitting or walking it is fine; however, when they lie down it feels like they are being stuck by an electric eel. When asked event date, patient stated approximately a year ago. Patient noted they have their stimulation set to really high settings. Agent redirected the patient to their health care provider to further address if needed.